Event description:
Display connected to pt system controller in clinic read in the 120's. The pi on hospital monitor read 12.5. With the pt lying flat, the system controller was replaced. Then the pi was down to 5.5. New backup controller issued.